Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction code recurred.